Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
(B)(4). It was reported that this was a venotomy closure of the right common femoral vein with a perclose prostyle device using the pre-close technique via an 8f transseptal sheath hole prior to a percutaneous interventional mitral valve procedure. The sutures of two perclose prostyle devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the mitral valve procedure was completed. Reportedly hemostasis was achieved with the prostyle device. Reportedly, bilateral small groin hematomas were noted when the patient was transferred out of the post anesthesia care unit. Prior to that, no hematoma was noted. Manual pressure was applied bilaterally for 18 minutes, the patient's pulses and blood pressure were stable. The patient denied having pain, numbness, or tingling to the lower extremities. The bilateral groin sites were soft. At the change of the nurse's shift, a small hematoma was noted on the right groin. An additional five minutes of manual pressure was applied. The physician ordered four more hours of bed rest. The next day, the hematoma had resolved. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The patient effect of hematoma listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The reported patient effect of hematoma is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.